Event description:
It was reported that noise and oversensing were observed. Hv charge was aborted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.